Manufacturer narrative:
Legal claim received. Patient alleges he suffers from infection like symptoms, a reaction to metals in his blood, inflammation, pain, tissue and bone loss, metallosis, expected elevated cobalt and chromium levels, biological toxicity, tissue death, and bone erosion. Examination of the reported devices was not possible as they were not returned. A search of the complaints databases and/or a review of device history records were not possible as the required product/lot code combinations were not provided. The investigation can draw no conclusion regarding the reported event with the information available. Based on the inability to determine root cause, the need for corrective action has not been indicated.

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Legal claim received. Patient alleges he suffers from infection like symptoms, a reaction to metals in his blood, inflammation, pain, tissue and bone loss, metallosis, expected elevated cobalt and chromium levels, biological toxicity, tissue death, and bone erosion.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. (B)(4).

Event description:
Update rec'd 02/03/2016 - legal claim letter and medical records received. Part/lot was provided for the stem. Lab values indicated metal ion levels are below 7ppb. Update 02/03/2016 and 02/04/2016 medical records received. Medical records reviewed for MDR reportability. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: feb 24, 2016.

Manufacturer narrative:
Added: event/problem description. The investigation has been reopened due to receiving additional information. Depuy will notify the FDA when the investigation is complete.

Event description:
Update received 11/16/2015. The sales rep has reported the revision surgery. Patient was revised to address a pseudotumor. Part and lot information for the liner and head have been provided.

Manufacturer narrative:
Depuy considers the investigation closed. Should additional information be received the investigation will be reopened.

Event description:
Update 11/3/16 ¿ pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated pain and pseudotumor. There was no mention of infection as alleged. A 700ml blood loss was noted during the primary operation, but no complications were indicated. There is no new additional information that would affect the existing investigation.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.